Event description:
The hcp reported the patient was experiencing withdrawal. A pump malfunction was reported as underinfusion. An xray roller study was done. The results were not reported. The pump was explanted and replaced. The patient is reported to have recovered without sequela.